Event description:
Reporter states the x-tube broke near the top weld while the end user was in the chair. The broken part of the frame punctured the end user in the buttocks when the seat gave way and caused end user to drop down. The injury was the size of a tennis ball. End user spent a week in the hospital.